Manufacturer narrative:
In a good faith effort (gfe) response received from the biomedical engineer (bme), it was stated that the device diagnostic report (drpt) was not available. The bme confirmed that the device was in use at the time that the customer reported the device issue occurred. There was no patient or user harmed.

Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was inconsistent. It is unknown if the device was in use at the time of the reported problem. No patient or user harm was reported. Good faith effort (gfe) attempts are being completed to clarify if the device was in use or outside of clinical use at the time of the reported issue. The customer informed the biomedical engineer (bme) that the device tidal volume would intermittently drop and rise from 450 to under 50 and then back to 450 for 5-6 breaths, before dropping under 50 again. The bme tested the device on a test patient with the same settings. The bme found that the device ran as expected without issue. The bme was unable to duplicate the reported issue and returned the v60 to service.